Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a scheduled device review, three brief atrial tachycardia response (atr) episodes were identified. Stored electrograms showed true atrial tachycardia (at) with some far-field r-wave oversensing (ffrwos) noted. No adverse patient effects were reported.